Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level of 30 mg/dl and high blood glucose level of 420 mg/dl. The customer also experienced different blood glucose level of 345 mg/dl and 266 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer did not report symptoms or treatment related to low blood glucose or high blood glucose level. The customer also stated that the insulin pump had blank display but display return after restart. Troubleshooting was declined by the customer for low and high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer gave hospitalization information and advised that they were not using insulin pump as an insulin delivery system for five months now.